Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal therapy for a compression fracture. It was reported that the balloon ruptured during inflation. After creating a route according to surgical technique, the balloon was inserted into the body, but since the balloon had not reached the target position, the balloon was pushed several times. Since the position was not good, the balloon was removed once and the route was recreated with a drill. The balloon was pushed strongly into the vertebralbody again and the balloon inflated. The pressure was not seen, but it could see the image of the contrast media oozing out into the vertebral body at about 2 rotational position and stopped. Immediately after removing the balloon and checking, it was found that there was a hole. According to the doctor, it was guessed that there was a hole because the bone was hard and the balloon was pushed many times. The balloon broke on both sides. It was a patient about half a year after the injury. A replacement bkp set was opened and prepared immediately, so the operation time was extended by 7 minutes. The procedure was performed successfully by using a new product. There were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned and was replaced. Levels implanted: second lumbar vertebra. Additional info received. There were no patient symptoms/complications. Procedure: percutaneous kyphoplasty.